Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not cool. A check of the diagnostics showed chiller temperature (t4) at over 25c. Per additional information received via email on 10jan2023, no patient involvement was reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed chiller. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not cool. A check of the diagnostics showed chiller temperature (t4) at over 25c. Per additional information received via email on 10jan2023, no patient involvement was reported. Per sample evaluation results received on 31jan2023, chiller unit was tripping breakers and found out the chiller issues caused the ac cca board to short out and needs to be replaced. The root cause of the reported issue was due to a failed chiller. Chiller assembly was replaced. Replace chiller and ac cca board caused by the chiller shorting out.